Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 15, primary stability was not obtained upon insertion. Clinician reports a sinus perforation and insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant and abutment were placed in (B)(6) site 15, primary stability was not obtained upon insertion. Clinician reports a sinus perforation and insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)